Event description:
Customer called to report centrifuge blood leak during single-needle mode treatment procedure at 600 ml whole blood processed. Customer stated they heard a grinding noise and then the blood leak alarm occurred. Customer aborted the treatment procedure and did not return blood/products to the patient. Customer reported the patient was stable. Customer stated the leak was contained with the centrifuge. Css asked customer if the drive tube was broken, customer stated drive tube and centrifuge bowl were still intact. Customer stated there were no alarms during prime. However, there was a system pressure alarm at 150 ml whole blood processed and multiple return pressure alarms during the treatment procedure. Customer stated no there was no clotting or occlusions in the kit. Service order, (B)(4), was dispatched. The kit and photos were returned for investigation.

Manufacturer narrative:
The system was used for treatment. A review of kit lot d313 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break, alarm #7: blood leak? (Centrifuge chamber), alarm #17: return pressure, alarm #18: system pressure, and noise. A downward trend was identified for alarm #18: system pressure. No trends were identified for drive tube leak/break, alarm #7: blood leak? (Centrifuge chamber), alarm #17: return pressure, or noise. A corrective and preventive action was initiated for complaint category, drive tube leak/break. A corrective and preventive action was initiated for complaint category, alarm #17: return pressure, and is now closed. Service order, (B)(4), was completed. The service technician completed system checkout procedure with satisfactory results. No further action necessary. The centrifuge bowl, drive tube, and photographs were received for analysis. Review of the returned kit components found the upper bearing stop had been moved out of position on the drive tube indicating it had delaminated. The root cause of the leak is delamination of the bearing stop from the drive tube. The bearing stop delamination allowed the drive tube to rub against the wall of the centrifuge chamber, damaging the drive tube and causing a leak. Therakos and the manufacturer have initiated corrective actions to address several potential root causes of drive tube and bearing stop delamination. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).